Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing a streptococcus equi ssp zooepidemicus isolate obtained from an equine nasal swab. The testing and results were as follows: vitek 2 result : streptococcus equi ssp equi. Api result - streptococcus equi ssp zooepidemicus. Pcr result - streptococcus equi ssp zooepidemicus. The customer reported that no results were affected, no wrong result was reported, and no animal was harmed or treated incorrectly. The results were delayed by four days. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a misidentification of a streptococcus equi ssp zooepidemicus strain as streptococcus equi ssp equi on vitek ® 2 v8.02 gp cards. The 16s sequencing result gave an identification to streptococcus equi ssp zooepidemicus. On vitek 2 (v8.02) gp cards, one card of the customer lot (cl : 2420654403) and one card of a random lot (rl : 2420758203) were tested from cba subculture under co2 atmosphere. These tests gave an excellent identification to streptococcus equi ssp zooepidemicus (99% for cl and 97% for rl) with both lots tested. The customer misidentification to streptococcus equi ssp equi is not reproduced in-house whatever the lot tested. The customer profile has several discrepant reactions (aspa+, proa+, baci-, o129r-, adh2s-) compared to internal results. The vitek 2 gp card performed as intended and no further action is required.